Manufacturer narrative:
Approximately 40.5 cm of the lumbar catheter was returned. The lumbar catheter was patent and met the requirements for leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The edm device met the requirements for patency and leak testing. There was proteinaceous debris observed on the device. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. All edm devices are 100% leak tested at the time of manufacture.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient had surgery due cerebral hemorrhage and hydrocephalus on (B)(6) 2016. According to the report, on (B)(6) 2016, the catheter was found to be leaking. It was reported the doctor replaced the device. Reportedly, there is no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.